Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the up arrow and down arrow keypad buttons were delayed and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013: the alert date of this event should have been (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad cover was opened and there was evidence of contamination found under all of the key contacts. During investigation, the pump powered up with audible and vibration, and the display was blank. Due to the blank screen, the original complaint for tactile/unresponsive keypad was unable to be tested. The blank display was due to a failed display flex. A test display was used and functioned normally. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.